Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection was performed, and frayed fibers were noted to the balloon. Incidental kinks were noted to the catheter shaft. No other anomalies were noted to the device. An in-house presto inflation device was used to inflate the device and water was noted to be leaking from the balloon. The balloon fibers were removed, and a pinhole rupture was noted to the balloon. Therefore, the investigation is confirmed for the reported balloon rupture, as a pinhole rupture was noted to the balloon. The investigation is confirmed for the identified frayed fibers, as frayed fibers were noted to the balloon. The definitive root cause for the balloon rupture and frayed fibers could not be determined based upon available information. It is unknown whether patient or procedural issues contributed to the event labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 05/2022).

Event description:
It was reported that during a fistulogram procedure in the venous anastomosis of the dialysis graft, the pta balloon allegedly ruptured on its third inflation attempt approximately at 18-20atm. It was further reported that during fluoroscopy, a pool of contrast was seen on the image in the area where the balloon had ruptured and confirmed extravasation. The patient was reportedly stable.